Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touch screen was intermittently unresponsive and that the battery gauge was observed to be fluctuating. There was no reported impact to the customer blood glucose level. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.